Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: contrary to what was initially reported, the surgeon did not discontinue navigation. They rebooted the system during the case and this resolved the issue. They were then able to proceed with navigation.

Manufacturer narrative:
No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, after approximately one hour of properly working, synergy cranial asked the surgeon to verify the pointer, or re-calibrate. The mouse remained visible, however, there was no button in the application react, and the foot pedal was not functioning. The navigation system became unresponsive. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Software investigation completed. This issue will be trended and monitored in a medtronic software anomaly tracking database.